Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui and cystocele. It was reported that following insertion the patient experienced erosion, extrusion, infection, urinary problems, organ perforation, recurrence, dyspareunia and vaginal scarring. On (B)(6) 2012 the patient underwent mesh excision due to mesh exposure. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.